Event description:
The customer reported that the display on this unit had failed.

Manufacturer narrative:
The customer reported that the display on this unit had failed. The unit was evaluated at philips, and the failure was verified. The display was replaced which resolved the reported failure.